Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection with sepsis. Reportedly, the patient presented was recently implanted and states there is a rash outside of device. The patient has many allergies but is not sure regarding nickel allergy. Furthermore, the patient also experienced pain, discomfort and swelling. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The ra lead was explanted.